Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer treated with the pump before she had issues. Customer manually pushed the plunger and the insulin did exit. Pump was working as designed. Customer was not currently wearing a set. Customer was not getting low or no reservoir alarms, but she had several no delivery alarms. Customer was receiving the alarm for the no delivery and not because of the empty reservoir. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.